Event description:
Covidien rec'd info stating that the ventilator alarmed during a pt disconnect. The pt was placed on a second ventilator. Customer would not relay pt condition. Covidien was not authorized by the customer to repair the unit. The customer's property was unrepaired and the investigation to determine the reason for non-performance was not possible. Customer released ventilator back to service.

Manufacturer narrative:
(B)(4).